Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no sample has been rec'd by fmc for eval. The reported complaint is not confirmed. Fmc will continue to monitor trends and defects per current procedure.

Event description:
Received an electronic report from a hemodialysis user facility who has reported an incident. It was reported that the patient treatment was initialized and a pinch was noted along the arterial portion of the combi blood set tubing. The pt dialyzed approximately 1 minute with the kinked line. The line would not straighten out. The treatment was stopped and the lines flushed with no change in the tubing status. The dialysis treatment was restarted with a new set of bloodlines and dialyzer. The patient did not complete the remainder of the dialysis treatment without further incidence. The patient was asymptomatic from the event. Labs drawn and spun without any hemolysis noted. Confirmed with clinical manager rn of this unit there was no ill effect nor hemolysis. The facility did not save these lines.